Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced keypad issues on the insulin pump. The customer stated that she attempted to deliver a bolus when the insulin pump went out of control and that she was then unable to access any functions. The customer's blood glucose was 221 mg/dl. Troubleshooting was done. The customer did not recall any significant events leading to the keypad issues. The customer expressed that the insulin pump may have been exposed to moisture when stored in her bra. The customer removed the battery and was then unable to clear the battery out limit alarm. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.